Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-09252, 1627487-2019-09253. It was reported diagnostics showed low impedances causing ineffective stimulation. In turn, the ipg was explanted. During the explant procedure stimulation still could not be delivered to the patient intra-operatively. No new products were implanted.